Event description:
It was reported that the user experienced hypoglycemia after eating while using the ilet, with the user stating blood glucose ¿dropped after eating.¿ symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported hospitalization, no reported injury beyond the hypoglycemic episode, and no reported alerts or alarms. Investigation included collection of event details and a request for a blood glucose questionnaire to obtain additional information. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information and no device malfunction was identified or reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.